Event description:
It was reported that approximately one week post implant, the patient did not felt any better. It was also reported that the ventricular lead was not functioning properly showing no capture and no sensing and a ventricular electrogram that looked like an antrial electrogram. The lead was repositioned and is functioning normally. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.